Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that the patient died. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 95% stenosis and was 38 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 38 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died, and the primary cause of death is unknown. At the time of event, the subject was on aspirin and ticagrelor. There was no action taken to treat the event and it is unknown if an autopsy was performed.